Event description:
It was reported that the pump shut off unexpectedly. The customer confirmed pump display turned on when plugged into a power source. Subsequently, the customer went to the emergency room on (B)(6) 2026 due to an elevated blood glucose (bg) level of 900 mg/dl. The customer received intravenous fluids of saline and insulin to address the bg. At the time of the report the tandem technical support the customer was still admitted to the ER. Additional patient and event information was not provided.